Manufacturer narrative:
The manufacturer had previously reported that a flow sensor assembly was cleaned of dust and debris to address a high internal leak. The report was submitted in error as this is not a reportable event. Leak is estimated and provided for informational purposes only. During the evaluation at the manufacturer's service center, the device powered on and operated as designed. A large leak value was observed on the ventilator's display. This was due to contamination of the flow straightener which was cleaned to resolve the issue. There were no errors in the device's event log and the unit did not alarm. This would not affect the ability of the device to provide therapy to published specifications.

Event description:
The manufacturer received information alleging a ventilator has a high internal leak. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed by the technician that the flow straightener was blocked with dust and debris. The flow straightener needs to be cleaned to address the issue.